Event description:
The customer alleged that two patients experienced diarrhea after a colonoscopy procedure. The scopes used were processed in the aer unit. But it is not clear whether the symptoms were related to their visits. One of the two patients came down with diarrhea the next day but also stated that everyone at work was sick. The patient was reported to have diarrhea for ten days post procedure, resulting in dehydration. The patient sought medical attention for the symptoms and was prescribed fluids. The customer stated that the patient is now doing fine and is not experiencing further diarrhea or other related symptoms. The customer also stated that she does not think that the symptoms were due to the unsterilized load. The customer stated that the symptoms have resolved.

Manufacturer narrative:
Reference MDR: 2084725-2009-00023